Manufacturer narrative:
Device eval summary: device eval of charger/modem sn 58056198 has been completed. The reported problem (charger displays error code) was confirmed. As rec'd, the charger was unable to charge a battery. Upon eval, the u13 8-bit cmos flash micro-controller was corrupted on the bedside board. The cause of the failure is the corrupted u13 component. The root cause of the corrupted component cannot be positively identified. No adverse event resulted from the corrupted component.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem displayed an error code when charging a battery pack.